Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) compressor exceed the set temperature. There was no patient involved.

Manufacturer narrative:
Corrected field : b5. Updated field : b4 , g3 , g6 , h2 , h11.

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) occurred overheating issue during routine control.

Manufacturer narrative:
Due to character limitation e1(event site address): (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) occurred overheating issue during routine control. There was no patient involved.

Manufacturer narrative:
Due to character restriction in block e1 e1 initial reporter is (B)(6). Updated fields: b4,b5, b6 ,b7, g3, g6, h2,h3, h6(investigation findings, type of investigation, investigation conclusions,component code, health effect ¿ impact codes), h11 , d5, e2 , e3 , e4 , e1 ( initial reporter , event site email ) , g1 (contact person ¿ mfg site ), g2 , d10 the fse that encountered the issue replaced the scroll compressor (0119-00-0236). A pressure/vacuum check and calibration were performed.